Event description:
The device was being utilized during brachytherapy treatment. Template is held in place by sutures in perineum. Needles are left in for a period of about thirty hours. During use, one of the needles broke at the template. The procedure was abandoned and patient had to be rescheduled.